Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual evaluation it was noted that the tip of the device was bent in the opposite direction of the curve. The most likely cause of the failure is use error due to excessive force on the device.

Event description:
It was reported on 06/10/2022 by a facility representative via sems that an ar-4068-25tl suture lasso is not curved correctly. This was discovered during a case with no patient harm.